Manufacturer narrative:
One cleo® 90 infusion set was returned for analysis in used condition. The sample was visually inspected at a distance of 12" to 24" and normal conditions of illumination. It was detected that the cannula was broken off. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The root cause was determined to be manufacturing.

Event description:
Information was received indicating that upon removal of this subcutaneous infusion set the cannula broke off and remained in the patient's abdomen. The patient visited their physician and was prescribed a course of antibiotics. No additional adverse patient effects were reported.